Event description:
The customer reported that there was an artifact in the images. Part of the left side of the image was dark. This problem appears intermittently. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer could not verify the problem during the service evaluation. He replaced the motor on the myd/non myd filter. He retested the system and the performance was ok. (B)(4).